Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing from the cutdown site secondary to anti-coagulation. The patient underwent a pocket revision and washout, was successfully weaned from the pump, and survived.